Event description:
It was reported that this patient had a 3174118 catheter placed in this hospital on september 1, 2020. During infusion at night of december 2, 2020, the connection between the catheter's extension tube and the luer fitting was found leaking fluids. Only anti-bacterial medications and vitamins were infused. In addition, clinicans revealed that the luer fitting was difficult to be disengaged after attached to needleless infusion sets.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed but the exact cause remains unknown. One 4 fr powerpicc catheter was returned for evaluation. The catheter was trimmed at the 48 cm depth marker. A white needleless injection cap was attached to the luer hub. Blood residue was present within the catheter and catheter surface. The catheter was observed to have wavy bends throughout the entire length. Surface damage was present on the luer hub which was likely caused by a gripping instrument. The print markings on the winged hub were work out. The catheter was flushed with water using a 12 ml syringe and a leak was found to emanate from the extension leg and luer hub interface. Microscopic observation of the leak location revealed a circumferential split in the extension tubing at a region slightly within the luer hub. The break surface was observed to be rough and granular. The tightness of the connector may suggest that handling of the luer hub during attachment or removal may have been a contributing factor along with repeated kinking of the tubing. Since a split in the extension leg tubing was found to be the source of the leak, the complaint is confirmed but the exact cause remains unknown.

Manufacturer narrative:
. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq2078 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient had a 3174118 catheter placed in this hospital on (B)(6) 2020. During infusion at night of (B)(6) 2020, the connection between the catheter's extension tube and the luer fitting was found leaking fluids. Only anti-bacterial medications and vitamins were infused. In addition, clinicians revealed that the luer fitting was difficult to be disengaged after attached to needleless infusion sets.